Event description:
It was reported that 17,400 bd plastipak ¿ syringes experienced foreign matter on the device cannula. The following information was provided by the initial reporter: plastic tags or shreds attached to the tip of the syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104077. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-07. Medical device lot #: 2107085. Medical device expiration date: 2026-06-3. Device manufacture date: 2021-06-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104077. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-07. Medical device lot #: 2107085. Medical device expiration date: 2026-06-3. Device manufacture date: 2021-06-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that (B)(4) bd plastipak ¿ syringes experienced foreign matter on the device cannula. The following information was provided by the initial reporter: plastic tags or shreds attached to the tip of the syringe.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Complaint is related a previous complaint reporting the same defects. Pictures from that complaint will be used to evaluate the defect. Complaint describes plastic tags attached to the tip. This foreign matter is a flash from molding process made of polypropylene. The polypropylene fiber has been generated in the joint line of the roof and cylinder. A device history review was performed for lots 2104077, 2107085 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Molding parameters registered in the device history record have been reviewed finding all of them within the validated process parameter. Possible root cause is associated with the molding process, due to a failure in the mold at this joint line or during pieces transport process.

Event description:
It was reported that 17,400 bd plastipak ¿ syringes experienced foreign matter on the device cannula. The following information was provided by the initial reporter: plastic tags or shreds attached to the tip of the syringe.